Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys ft3 iii result for one patient sample from a cobas e602 analyzer. The serial number of the analyzer was requested but was not provided. The sample was submitted for investigation and was tested on a cobas 6000 e 601 module and a cobas e 411 immunoassay analyzer. Refer to the attachment to the medwatch for all patient data. The erroneous result was automatically reported to the physician. The patient was not adversely affected. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. From the information provided, a general reagent issue was not likely. Potential root causes include sample specific issues such as incorrect preparation of sample leading to temporary (micro) clots/fibrin filaments or reagent specific issues such as bubbles/foam on the reagent surface.